Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, excessive force.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with a prostyle device, resistance was felt trying to close the footplate. The footplate was ultimately able to be retracted. Force was used to remove the device and when the device was removed, the suture was observed wrapped around the footplate. Vessel damage occurred. The sheath was upsized to a 16f, and the tavr procedure was completed. A surgical cutdown and a vascular patch were used to treat the vessel damage and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Per the reported information, the suture was caught in the foot which lead to the difficulty to remove, difficult to open or close, the forced removal and tissue injury. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.